Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular (rv) lead was noted with oversensing rv lead noise. The rv lead was known to be externalized since 2014. No changes were made. The patient was stable.